Manufacturer narrative:
Customer returned the test strips for investigation. The test strips were tested with a retention meter and a retention control. Testing results (qc range: 2.5 - 3.1 inr): qc 1: 2.8 inr qc 2: 2.8 inr qc 3: 2.7 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Unique identifier (UDI) # (B)(4). Occupation was lay user/patient.

Event description:
There was an allegation of a questionable result from coaguchek xs meter serial number (B)(4). At 09:25 am, the meter result was 2.1 inr. At an unknown time in the morning, the laboratory result using an unknown reagent was 3.1 inr. The therapeutic range was 2.5-3.0 inr and the customer usually tests every two weeks.